Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2001; 0125, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that one of three therapies from the cardiac resynchronization therapy defibrillator (crt-d) failed to convert the patient's ventricular arrhythmia. The device was explanted and replaced. No patient complications have been reported as a result of this event.